Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of approximately 500 mg/dl after removing the ilet during a football game for physical activity and failing to reconnect until later that evening. The user presented to the ER with nausea, confusion, and cramping and was treated with IV fluids only. The user¿s bg decreased to 300 mg/dl and they were discharged the same night. The user later experienced a hypoglycemic event with a bg of 46 mg/dl at home, treated with oral glucose. The user has since resumed ilet therapy.